Manufacturer narrative:
Product was not returned for an evaluation nor were photographs received; therefore, the condition of the components is unknown. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. This device is used for treatment. The product history search and component compatibility assessment both could not be performed as the part and lot number are undetermined. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference the journal article at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26810732. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had radiographs of the right knee revealing asymmetric medial polyethylene wear and tibial osteolysis. The patient underwent a revision due to flexion instability, polyethylene wear, osteolysis, and non-united patella fracture.